Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that light of insulin pump started flashing and screen got water all in it at the pool. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. Troubleshooting was declined for blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Insulin pump received with cracked case corner of the belt clip rails near the battery compartment.